Event description:
It was reported that post implant procedure, the patient was noted to have intermittent capture. The patient was later turned and had complete loss of ventricular capture and sensing. The right ventricular lead had dislodged and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri lead, implanted (B)(6) 2014. (B)(4).